Manufacturer narrative:
An event regarding pain involving an a trident liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information such as return of device, medical records, patient history and x-rays are needed to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 502-01-52e, trident hemispherical cluster 52mm, lot code: 20908401. Cat. No.: 6021-0335, accolade plus tmzf hip stem #3, lot code: 22216003. Cat. No.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code: 19738102x1.

Event description:
It was reported patient had a right hip replacement with a trident socket in (B)(6) 2007. Due to extreme pain and failure of the device, patient was revised on (B)(6) 2014. Patient also reported she was in a hospital and then a rehabilitation hospital for a total of 17 days. There was also a six week period of limited weight bearing on her right leg, causing the use of a walker. This impacted her daily living, working and her husband.

Manufacturer narrative:
Medical records received and evaluation: a medical review was performed and concluded "there is no examination of the explanted components, no x-rays between the period of (B)(6) 2011 and (B)(6) 2014, no surgical pathology report confirming a diagnosis of pseudotumour, and no description of metallosis or clarification of "quite a bit of fretting noted at the head/neck junction" as being more than what was expected after seven years of a modular head/neck junction in situ. A gross surgical pathology report of tissue from (B)(6) 2014 surgery described fragments measuring 3*2*0.5 cm as "soft fibrous-appearing tissue" sectioning through the specimen reveals a soft firm consistency" microscopic examination "noncontributory". This fretting was apparently not severe enough to consider changing the stem or using a sleeve before applying a new head to the existing trunnion. All the findings described at surgery are consistent with a chronically loose acetabular shell and are not diagnostic of altr or pseudotumour related to the modular junction. Other patient factors, including osteoporosis, increased right hip stress due to the left hemiparesis, lack of augmenting screw fixation of the shell, and metabolic and medication factors could also have contributed to the failure of the biologic fixation of the acetabular component requiring revision seven years post implantation. Examination of the components would rule out factors of material or manufacturing being involved in this late clinical complication." Conclusions: a medical was performed and concluded "all the findings described at surgery are consistent with a chronically loose acetabular shell and are not diagnostic of altr or pseudotumour related to the modular junction. Other patient factors, including osteoporosis, increased right hip stress due to the left hemiparesis, lack of augmenting screw fixation of the shell, and metabolic and medication factors could also have contributed to the failure of the biologic fixation of the acetabular component requiring revision seven years post implantation. Examination of the components would rule out factors of material or manufacturing being involved in this late clinical complication."

Event description:
It was reported patient had a right hip replacement with a trident socket in (B)(6) 2007. Due to extreme pain and failure of the device, patient was revised on (B)(6) 2014. Patient also reported she was in a hospital and then a rehabilitation hospital for a total of 17 days. There was also a six week period of limited weight bearing on her right leg, causing the use of a walker. This impacted her daily living, working and her husband.

Event description:
It was reported patient had a right hip replacement with a trident socket in (B)(6) 2007. Due to extreme pain and failure of the device, patient was revised on (B)(6) 2014. Patient also reported she was in a hospital and then a rehabilitation hospital for a total of 17 days. There was also a six week period of limited weight bearing on her right leg, causing the use of a walker. This impacted her daily living, working and her husband.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.